Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter ¿discolored to black¿ was found on the needle tip of a bd nexiva¿ closed IV catheter system prior to use. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation results: one sample unit was received for evaluation by our quality engineer team. Upon examination, the returned sample did not exhibit discoloration. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have impacted the quality of the product. The defect was not confirmed through the investigation and a definite cause could not be determined for this incident. The severity is negligible and the occurrence is low, no corrective actions are required at this time.